Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported amotor stall was seen at initial interrogation. The patient had an MRI and did not get checked post MRI. On august 19th the tablet showed the pump was stalled. (Caller stated 625 hours) caller stated that they checked the logs after and it was seen a motor recovery same day and time of the aug 19 interrogation, confirming telemetry mode. It was noted the surgeon was going to remove the pump until they found the pump recovered and had been working. The issue was noted to be resolved with no symptoms mentioned.